Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe had a molding defect. The following information was provided by the initial reporter: the customer reports a defect on the product syringe 3p 50ml luer lock sterilise oe, ref 300865. Piston fault in the 60 ml luer lock syringe. This is not totally flat which causes a defect in the recognition of the syringe by the pse (syringe pump).

Manufacturer narrative:
Investigation: one sample was returned to our quality engineer for investigation. Upon visual inspection, the thumb press of the plunger was observed to be bent. A device history review for lot 1812226 did not reveal any annotations or non-conformances during the manufacturing process related to this issue. Product is visually and functionally inspected throughout the manufacturing process according to procedure. While we could not identify a direct issue, it was determined this damage likely occurred during the manufacturing process or during transport of the piece within the manufacturing area. The damage noted could cause the pump not to recognize the syringe properly, as this portion of the product in not completely flat.

Event description:
It was reported that bd plastipak¿ syringe had a molding defect. The following information was provided by the initial reporter: the customer reports a defect on the product syringe 3p 50ml luer lock sterilise oe, ref (B)(4). Piston fault in the 60 ml luer lock syringe. This is not totally flat which causes a defect in the recognition of the syringe by the pse (syringe pump).